Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The following day on the way home from hospital, the patient experienced stoma site pain and green discharge. The patient was reviewed at the hospital and had stoma site infection. The patient was treated with oral antibiotics and was given advice on stoma site dressing changes.